Event description:
It was reported that a lead/electrode issue (noted as "lead was out") resulted in accelerated battery drain. The patient was sent in for a surgical consultation and had revision surgery on (B)(6) 2011 to replace his neurostimulator. Additional information was requested, but was not available as of the date of this report. See manufacturer report # 30004209178-2011-09685 for details on prior revision.

Manufacturer narrative:
Lead model 377745 lot# v000387 implanted: (B)(6) 2005 explanted: unk; recharger model 37752 serial# (B)(4); programmer model 37742 serial# (B)(4); extension model 3708120 serial# (B)(4) implanted: (B)(6) 2005 explanted: unk.